Event description:
There was oil coming out of the straight saw attachment upon opening the array tray. Patient was not under anesthesia. Case type / application: ltka.

Manufacturer narrative:
Reported event. An event regarding foreign matter involving a mako saw attachment was reported. The event was confirmed. Method & results -product evaluation and results: functional inspection confirmed the event. Small amount of grease was present on attachment. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there has been 1 other similar event for the lot referenced. Conclusions: preventive maintenance is where an action occurs that identifies device deterioration which may compromise function. Under pm conditions no patient was involved and no actual or potential patient harm existed for the alleged event. The alleged failure mode was confirmed. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
There was oil coming out of the straight saw attachment upon opening the array tray. Patient was not under anesthesia. Case type / application: ltka.